Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during an unk procedure. The device was releasing staples that one leg was not formed, stayed straight. Another device was used to complete the case. There was no consequence to the pt. Device discarded.